Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 754 mg/dl while wearing the pod between 1 and 2 hours. The patient reports receiving an error on their controller for transmitter not found. The patient had gone to the hospital. Once at the hospital the patients pod was removed. No further information has been provided as to this event.